Manufacturer narrative:
Known sternum/driveline infection captured under MFR. Report # 2916596-2021-05956. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a major infection. The patient's sternum/driveline had a known infection but there was speculation that the patient "also had something going on in the abdomen" that could not be determined. The type of infection was unknown. It was reported that the patients' outcome was not device or therapy related and the device operated as expected.